Manufacturer narrative:
Clarification to b3: partial date of (B)(6) 2025 provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "popped" (deflation).

Event description:
Patient reported left implant "popped." The device remains implanted.